Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported suspected rupture identified via ultrasound findings. Device explanted after having been implanted for over 14 years. Left side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, broken shell and others, missing a piece of shell (0-25%), red particles in the shell, a crease fold and underweight. A microscopic analysis was performed which identified, broken striated on the anterior and radius and wear abrasion. Based on the device analysis the final assessment is a striated broken due to surgical damage consistent in the use of some surgical tool and missing shell due to inconclusive cause. The reason for reoperation is rupture.

Event description:
Physician reported suspected rupture identified via ultrasound findings. Device explanted after having been implanted for over 14 years. Left side.